Manufacturer narrative:
This report is submitted on march 11, 2019.

Event description:
Per the clinic, the patient experienced vomiting, pain and persistent headaches and was subsequently hospitalised (date not reported).